Event description:
It was reported that the unit would not heat properly. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the lock latch and air detector door are rusted, the latch no longer works correctly. The top key and mount block assembly (where tubing is inserted in air detector) are covered in dried fluids resulting in the top key being stuck in the "in position". The device is out of calibration. There is a leak where the return tube is inserted into the top socket o-ring. The return tube is cloudy with build up from wrong solution being used (more than likely the heaters and pump look the same on the inside), this can cause issues in the future if pieces of this residue break off in chunks, it will ruin the pump. The inside of the air detector has a lot of corrosion due to fluids getting inside. The front cover of the air detector has nicks and dents. Per functional testing, the device only heats up to 39.5 degrees celsius. The complaint was confirmed. The cause was due to the device being out of calibration. The heater potentiometer and the over temperature potentiometer have been turned down and set incorrectly. The device was calibrated. The air detector was disassembled, cleaned thoroughly and the mount block assembly as well as the door assembly were replaced. The o-rings and fan guard were replaced for preventative maintenance. The device passed all functional tests after repair and recalibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.